Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink along the length of the hypotube shaft situated at 47.5 cm distal to the distal end of the strain relief. A partial break was noted also in the laser cut region of the hypotube measured at 3 cm distal from the midshaft bond. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02oct2019. It was reported that shaft kink occurred. The 80% stenosed, 28mmx2.25mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was selected for treatment. However, upon advancing, the shaft got kinked. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a partial break in the hypotube.